Event description:
Patient received from the or with a femoral artery compression device attached and set at 190mmhg. The patient's blood pressure (bp) was at 124/82. The femostop gauge gradually read to zero mmhg without releasing pressure. When attempted to release pressure, the pressure dome remained inflated. The clinician was unable to determine amount of compression pressure in relation to the patient's bp. Device disconnected and discharged from patient and sent for evaluation.